Event description:
In 2009 developed left breast cancer. Underwent bilateral mastectomies and reconstruction. Underwent radiation treatment to l breast. Had an allergan texturized implant placed in right breast for reconstruction in 2014. On (B)(6) 2022 involved in mva with trauma to r breast. CT scan showed concern for rupture of silicone implant. Underwent exploration (B)(6) 2023 where a yellow seroma encountered. Texturized implant was intact, and changed to smooth silicone implant. Testing on seroma fluid showed cd30 positive. Second and third opinions obtained which confirmed the impression of bia-alcl. Reference report mw5116725.